Event description:
The pt experienced never having therapeutic effect. The pt has had recurring infections, often one month at a time. On (B)(6) 2010, the pt had a fever of 105 degrees f, black bowels, vomiting, and did not recognize her husband. She was hospitalized and had to be secured to the bed. The pt was treated with 4 antibiotics and was released from the hospital in (B)(6) 2010. It was reported that the pt currently had a septicemia and stomach swelling and was hospitalized. The pt had an infection found on their cardiac implant device leads which led to cardiac device removal (including laser removal of the cardiac leads). The physician felt that the pt's infection was due to the pacemaker and wanted to clear the infection, so he turned the gastric neurostimulator off on thanksgiving 2010 and scheduled the pt for removal of the gastric neurostimulator. Additional info was requested.

Manufacturer narrative:
(B)(4).